Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 30 minutes post procedure the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and drained 500ml of fluid from the patient. The effusion resolved and the patient made a full recovery from this event. There were no other complications that were reported to have occurred as a result of this event. It was further reported that the blood was transfused back into the patient.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 30 minutes post procedure the patient was noted to have a pericardial effusion. The physician performed a pericardiocentesis and drained 500ml of fluid from the patient. The effusion resolved and the patient made a full recovery from this event. There were no other complications that were reported to have occurred as a result of this event.